Event description:
Pt had right shoulder surgery on (B)(6) 2003 to repair labrum. A breg pain care 3000 was used after the surgery. On (B)(6) 2005, a second right shoulder surgery was performed using an on-q-pain buster. Pt alleges glenohumeral chondrolysis.